Manufacturer narrative:
Product analysis: secondary analysis of the main printed circuit board (pcb) noted that the pcb failed ventricular and atrial high pass filter tests. Troubleshoot the pace filtering circuits determined that the capacitors were the cause of the failed tests. The capacitors were replaced and the pcb passed testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error displayed. The printed circuit board (pcb) was reset and firmware updated. Analysis also noted that the blue wire was pulling out from the output connector, hanger assembly was broken, keypad was scratched, and display wires were pinched but insulation was not compromised. The device failed incoming testing for ventricular baseline amplitude due to an out of specification printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error. The device was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.